Event description:
It was reported by the patient that she couldn't feel any stimulation from her interstim device after going through theft detectors.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.